Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for balloon ruptures from this lot. The reported patient effect of thrombosis is a known observed and potential patient effect as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a very tight proximal left anterior descending artery. An attempt was made to pre-dilate the lesion with an unknown balloon catheter. A 3.0 x 23 mm xience v was advanced and deployed at an unknown pressure and the balloon ruptured. Post-dilatation was performed with a 3.5 x 12 mm nc trek. Optical coherence tomography (oct) was performed and in-stent thrombosis was observed. Multiple post-dilatations were performed with the same trek. Oct was again performed which still showed one area that was thrombosed. Post-dilatation was again performed with the same trek and oct showed the stent was clear and patent. The patient had been on angimax but was switched to integrilin. There was a clinically significant delay in the procedure. No additional information was provided.